Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient saw a lot of air in the patient line. The patient was connected during prime. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2011. The patient stated the following: the cause of the alarm was unknown and therapy has been going fine since the event. No patient injury and medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.